Event description:
Patient called lfs and alleged that their meter was reading inaccurately high. The patient tested and the blood glucose result was 305 mg/dl. The patient tested on another meter and the result was 200 mg/dl less that the patient's meter. The patient did not experience any symptoms. The test strips were damaged. The techniques for applying the blood and cleaning the puncture were done correctly. Based on the information provided, the meter did not malfunction, however, the test strips were not in good condition. However the patient did not suffer a serious injury. A new meter and test strips were sent to the patient. No further information has been reported.